Event description:
According to the initial report received by aso on 04/09/2025, the consumer stated that she experienced a reaction to the product. On the completed consumer information report (cir) received on may 6, 2025, the consumer stated that the product caused her red welts under areas of the adhesive and painful sores. The consumer mentioned using a healing balm for self-care of the wound. She also used paper tape with a pad, as the doctor advised, to keep the wound covered.

Manufacturer narrative:
As of 05/27/2025, returned product and retained samples were submitted to the lab with no defects noted. In addition, aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. Refer to section b6 of this report for further details. UDI notes: the expiry date is not present on device label.